Event description:
"Pt, recently started experiencing pain in his right hip. He elected to undergo a revision of the right hip." Revision surgery was performed uneventfully.

Manufacturer narrative:
Evaluation of this event cannot be performed because the device has not been returned for evaluation. The device is not available for evaluation. Add'l MFR info: two requests for additional info have been sent to the user facility. Additional info is unobtainable.